Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the physician had difficulty attempting a pump refill. The physician determined that the pump had flipped. During the pump revision surgery (B)(6) 2014, it was noticed that the proximal catheter segment had a break/splice and that segment needed to be replaced. The pump was flipped and re-sutured using all 4 anchor points and the catheter segment was replaced. The diagnostic testing/troubleshooting associated with the event were x-rays and checking the logs. The patient had no symptoms or complications related to the event. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. It was later reported that the logs were checked and the x-rays were taken on (B)(6) 2014. The cause of the event was not determined.

Manufacturer narrative:
Analysis of the catheter revealed strain relief shroud non significant anomaly, may or may not be explant related.